Manufacturer narrative:
Was initially received via regulatory authority (FDA, reference number: mw5073300) on 30-nov-2017. The most recent information was received on 27-jul-2018. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("hysterectomy to remove the essure coils") in a female patient who had essure inserted. Concomitant products included levothyroxine sodium (levoxyl) and oxybutynin (ditropan). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 4 years 5 months after insertion of essure, the patient underwent hysterectomy (seriousness criteria hospitalization, medically significant and intervention required). Essure was removed on (B)(6) 2017. At the time of the report, the hysterectomy outcome was unknown. The reporter provided no causality assessment for hysterectomy with essure. The reporter commented: other concomitant medication: otc meds. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: mw5073300) on 30-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("hysterectomy to remove the essure coils") in a female patient who had essure inserted. Concomitant products included levothyroxine sodium (levoxyl), otc meds and oxybutynin (ditropan). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 4 years 5 months after insertion of essure, the patient underwent hysterectomy (seriousness criteria hospitalization, medically significant and intervention required). Essure was removed on (B)(6) 2017. At the time of the report, the hysterectomy outcome was unknown. The reporter provided no causality assessment for hysterectomy with essure. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.